Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 70 year old male with an acute myocardial infarction and cardiogenic shock, presenting pre support consistent with scai stage d, was supported with an impella cp ((B)(4)) placed via right femoral percutaneous arterial access on (B)(6) 2026 at 19:55 and removed on (B)(6) 2026 at 16:45. Approximately four hours after device explant, while in the cvicu, the patient experienced an acute neurological change. The treating physician suspected an embolic cerebrovascular accident attributed to impella support. Tenecteplase (tnk) was administered, and the patient returned to baseline neurologic status within five minutes. A stat head CT was performed and was negative the treating physician suspected an embolic cerebrovascular accident based on the physician¿s assessment, the patient¿s transient embolic stroke was attributed to impella support; however, no device malfunction was reported, and the event occurred several hours after device removal with no physical evidence of device-related material or malfunction identified. The patient survived to explant and remained stable following the event. (B)(6) 2026